Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up med watch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:654 was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
This is a report of a colleague infusion pump with a failure code 570:320:654 , which could have caused an interruption of delivery. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury or medical intervention. The software version is currently not known. No additional information is available.